Event description:
Device 2 of 2; reference MFR report # 1627487-2019-01015. Additional information revealed that the patient underwent surgical intervention wherein the s1 lead was explanted and replaced. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report # 1627487-2019-01015. It was reported that the patient's leads had migrated. In turn, surgical intervention may be pending to address the issue.